Event description:
During a cardiac catheterization case, a small amount of the tip - 1mm of a confianza pro catheter broke off in the proximal profunda femoris. The tip of the catheter could not be retrieved out of the pt and was left embedded in the vessel plaque.